Manufacturer narrative:
Correction: this report is to retract 2017865-2024-61761 submitted on 02 aug 2024. This report was erroneously submitted. This device is a non-abbott product.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156971.

Event description:
Voluntary medwatch received states during an implant procedure the introducer sheath caused cardiac perforation. Pericardial effusion was also seen on the echo. Post-procedure the patient was stable.